Event description:
It was reported that the procedure was to treat a mildly calcified lesion in the mildly tortuous mid circumflex (cx) artery. A pilot 50 guide wire was placed without reported issue. The 2.5x08mm nc traveler balloon dilatation catheter (bdc) was unpackaged with no resistance noted during removal of the protective sheath. The nc traveler bdc was prepped with no issue or leak noted during preparation. The nc traveler bdc was successfully used to pre-dilatate the lesion at nominal pressure. A 2.5x18mm xience xpedition stent implant was deployed without reported issue. The same 2.5x08mm nc traveler bdc was being used for post-dilatation; however, the balloon ruptured at 26 atmospheres (atm) and the bdc was removed without reported issue. The procedure was completed at that time. There were no reported adverse patient effects and no reported clinically significant delay in the procedure. There was no additional information provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Concomitant medical products: guide wire: pilot 50, stent: 2.5x18mm xience xpedition. (B)(4). It should be noted that the instructions for use states: balloon pressure should not exceed the rated burst pressure. It is indicated that the device is not returning for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the lot history record revealed no non-conformances. A query of the electronic complaint handling database revealed no other incidents reported from this lot. Based on the information reviewed, there is no indication of a product deficiency.